Event description:
Event description guidant received information that at a routine check-up, the patient with this right ventricular lead indicated that he had experienced two syncopal episodes since his last check-up. A check of the leads revealed that the ventricular lead was oversensing p waves and inhibiting therapy. The patient is in complete heart block and has an underlying escape rhythm of 37 bpm. An attempt was made to resolve the situation through reprogramming, but loss of capture was observed when the device was programmed to voo mode. The physician suspected a ventricular lead issue and surgically abandoned and replaced the lead. The device remains implanted.